Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.3- 12.5 cm, 21.3 ¿ 21.5 cm, 21.7 ¿ 22.5 cm, and 25.6 ¿ 26.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2021. Noise was found to be over-sensed by the lead. Patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. A review of the transmission revealed the right ventricular (rv) lead exhibited noise; the noise could be reproduced during in-clinic follow-up. Programming changes were discussed, no intervention was performed. Patient status was stable.